Event description:
According to the reporter, the device was used on a patient during surgery to maintain normal body temperature. Medtronic received a report that immediately after use, the patient was found to have multiple blisters near the area where the device was used. No further patient harm was reported.